Event description:
Caller states patient tested 1.6 inr on the coaguchek xs system while a comparison lab returned as 2.33 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The customer reported to baxter (B)(4) an interlink basic vented set that is "very difficult to prime the tubing." This event occurred during priming. It is unknown if there was any patient injury or medical intervention associated with this event. The customer indicated that this is a recurring problem that happened each time the product was used during september. The exact quantity of sets involved is unknown. No other information is available.